Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm) the patient noted that although the cannula was deployed and properly inserted into the arm, the pink slide had not moved forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.g991usqsegya5 smartphone hardware: sm-g991u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.